Manufacturer narrative:
(B)(4).

Event description:
The consumer reported that their implantable neurostimulator (ins) was half full so they didn't need to recharge it. They had a doctor's appointment on (B)(6) 2016 and met with 2 manufacturer representatives. The representatives showed the patient how to recharge. During recharging they had about 75% of the coupling bars full and then they lost the coupling bars and couldn't get them back. It was like it shorted and they haven't gotten the coupling bars back since then. Troubleshooting had been attempted and they put the antenna on the skin and rotated the antenna and it didn't work; there were no coupling bars. The patient went home and tried charging outside and down the street and couldn't get coupling bars either. They charged for 3 hours one day and 2 hours thenext day and only had 1/4 charge of their ins. There was no swelling present on the first day they tried charging. The patient used the recharger belt when they were laying down or sitting down. The patient tried repositioning the antenna and charging but they still had poor coupling. The antenna locate feature was used and the patient was only able to get a high of 64 and they were unable to get any coupling after using antenna locate. They had also tried turning the antenna clockwise and counterclockwise but that didn't help. The patient noted that it felt like the battery was standing up more than lying flat on the surface. If the patient laid too much on it then it got irritated and swelled up. In (B)(6) 2015 the patient tried to press the battery down and flatten it and it swelled up. The patient's doctor did x-rays but the patient didn't know what the results of the x-rays were. A manufacturer representative talked to the patient on (B)(6) 2016 and it was noted that the patient was able to get full coupling. The patient was indicated for spinal pain.